Event description:
The company was notified that the patient experienced a skin reaction and granuloma in the area behind the ear. The patient was prescribed antibiotics (unk). The doctor believes that the patient will develop extrusion of the implanted device if he continues to wear his current external equipment. The doctor has recommended a different model of external equipment for the patient. The patient's device remains implanted.